Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered dirty reaction cell rinse tubes and improper reaction cell rinsing. He replaced the reaction cell rinse tubing. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for one patient tested on a cobas 6000 c (501) module. The patient's initial hba1c result was reported outside the laboratory. Due to the patient being a non-diabetic, a rerun was requested. The customer performed repeat testing with the same sample tube for confirmation. On (B)(6) 2021, the patient's initial hba1c result was 8.3% with a data flag. The customer performed several maintenance actions on the analyzer. On (B)(6) 2021, the patient's first repeat hba1c result was 5.5%. On (B)(6) 2021, the patient's second repeat hba1c result was 5.3%. The hba1c reagent lot number was 470464 with an expiration date of 31-oct-2021.